Event description:
It was reported that the bd 6mm x 32g pen needle (ultrafine micro) did not prime during use. The following information was provided by the initial reporter: verbatim: "it was reported that the glucose levels increased while using this size pen needle."

Manufacturer narrative:
H.6. Investigation summary customer returned five (5) sealed/unused 32gx6mm bd pen needles from lot 9114958; no pen needles from an unknown lot number were returned, therefore, the alleged issue could not be confirmed for samples from an unknown lot number. Consumer reported glucose levels increased while using this size pen needle. All five returned pen needles were examined, then tested for flow using a test pen injector: all five pen needles were able to expel properly. Since no evidence of manufacturing defect was observed on the returned samples the alleged issue could not be confirmed for samples from lot 9114958. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 6mm x 32g pen needle (ultrafine micro) did not prime during use. The following information was provided by the initial reporter: verbatim: "it was reported that the glucose levels increased while using this size pen needle."